Event description:
It was reported that during an initial total knee arthroplasty, the articular surface would not mate with the tibial tray. There was a surgical delay of thirty (30) minutes after multiple attempts at implantation however the surgery eventually needed to be completed with a second device of the same size. There was no patient impact as a result of the malfunction.

Manufacturer narrative:
(B)(4). D10: medical product: stemmed tibial component precoat size 3: catalog#00598003701, lot#65847053. G2: foreign: china. The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the returned product and provided pictures show that the dovetail feature is compressed and flared. Damage to the dovetail feature confirms the implant would not be able to seat. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to use error. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the surgical technique. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.